Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date and unique device identification (UDI) are dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp was loose and could not be tightened when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.